Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire failed to advance past the lead. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Further information was requested but was not received.

Manufacturer narrative:
The reported event of failure to advance was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found a damaged inner coil at the proximal region consistent with procedural damage. The guidewire insertion test was unable to be performed due to the damaged inner coil. The cause of the reported event was due to damaged inner coil consistent with procedural damage.